Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 14f sheath hole prior to an interventional procedure. Reportedly, the foot got stuck open. The interventional procedure was completed. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The reported difficult to open or close the foot was not confirmed. It was noted that a material separation occurred. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the material separation could not be determined. The cause of the subsequent treatment is related to circumstances of the procedure. Factors for material separation of the link include but are not limited to excessive tension or jerky motion during removal of the plunger and interaction with the patient anatomy. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.